Manufacturer narrative:
B3: the actual event date is unknown, therefore 01-feb-2023 is used as the event date. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Emdr section h6, codes b14 and c19 updated to reflect results of investigation. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog#bxa077901j, serial#(B)(6), UDI(B)(4), serial#(B)(6), UDI(B)(4)/ catalog#bxa077901j, serial#(B)(6), UDI(B)(4).

Event description:
The following literature was reviewed: ¿two cases of reintervention for deformed vbx stent grafts implanted in the abdominal aorta.¿ kazuki maeda, et al. The journal of japanese college of angiology. Vol. 64, suppl. Page s1733. Case 2: the patient was 80 years old, male. On (B)(6) 2022, the patient underwent an endovascular treatment of a calcified lesion in both common iliac arteries at distal end of the abdominal aorta. Four gore® viabahn® vbx balloon expandable endoprostheses (vbx devices) were implanted from the abdominal aorta to both common iliac arteries using a kissing balloon technique (kbt). On an unknown date in (B)(6) 2023, five months later after the procedure, a claudication in the left limb was observed. A CT revealed the vbx devices were compressed at the level of the abdominal aorta. On (B)(6), 2023, poba using kbt was performed to the deformed site. * this first time compression is captured in (B)(4) (this case). On an unknown date in (B)(6) 2024, fourteen months later, the vbx devices were compressed at the level of the abdominal aorta again and the vbx devices were stenosed. On (B)(6), 2024, the vbx devices were removed and a graft replacement was performed. The patient was slim, bmi16, and the vbx devices were deformed because the patient did exercise like pressed abdominal by a horizontal bar. It should be careful about body shape and lifestyle habits of patient when the vbx devices would be used. Reportedly, four vbx devices were implanted, but it is unknown which devices were implanted in the right side or the left side, which device was compressed and how many devices were compressed.

Event description:
The following literature was reviewed: ¿two cases of reintervention for deformed vbx stent grafts implanted in the abdominal aorta.¿ kazuki maeda, et al. The journal of japanese college of angiology. Vol. 64, suppl. Page s1733. Case 2: the patient was 80 years old, male. The patient underwent an endovascular treatment of a calcified lesion in both common iliac arteries at distal end of the abdominal aorta. Gore® viabahn® vbx balloon expandable endoprostheses (vbx devices) were implanted from the abdominal aorta to both common iliac arteries using a kissing balloon technique (kbt). Five months later after the procedure, a claudication in the left limb was observed. A CT revealed the vbx devices were compressed at the level of the abdominal aorta. Poba using kbt was performed to the deformed site. Fourteen months later, the vbx devices were compressed at the level of the abdominal aorta again and the vbx devices were stenosed. The vbx devices were removed and a graft replacement was performed. The patient was slim, bmi16, and the vbx devices were deformed because the patient did exercise like pressed abdominal by a horizontal bar. It should be careful about body shape and lifestyle habits of patient when the vbx devices would be used.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title : two cases of reintervention for deformed vbx stent grafts implanted in the abdominal aorta. Source : kazuki maeda, et al. The journal of japanese college of angiology. Vol. 64, suppl. Page s1733. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.